Event description:
It was reported that the home patient (hp) had a system error 2240 alarm (air in tubing) on the homechoice (hc) during the initial drain, while the hp was connected. The hp connected to the hc before the patient line was fully primed. The technical service representative (tsr) reviewed the proper setup procedures and instructed the hp to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. If additional relevant information is received, a follow-up report will be submitted.